Event description:
It was reported that the right front caster of the (B)(4) power chair is towing under the walking beam. Dealer states the lower half is bent, not sure if upper walking beam is bent.